Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdomen pain and cloudy pd (peritoneal dialysis) fluids. On the same day, the patient was hospitalized for the event. Treatment for the event was not reported. The cause of peritonitis was not reported. The patient was still hospitalized. The patient¿s outcome was not reported. Dianeal therapies were ongoing. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
. This report involves the same patient as in (B)(4). The exact age of the patient was not reported; however, the patient was born in 2002. Should additional relevant information become available, a supplemental report will be submitted.